Manufacturer narrative:
(B)(4). Batch # r59u81. Investigation summary: the analysis results found that the cdh25a device arrived with the knife exposed. Only the anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. No functional test was performed. The device was disassembled to verify the integrity of the internal components and the driver links were found to be disengaged from the compression element, not allowing the knife returned to its home position. The damaged on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Although no conclusion could be reached as to how the driver links became disengaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information obtained: can you please clarify what was meant by ¿could not cut the suture¿? Could not cut the purse-string suture.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during the open gastric surgery, noted could not cut the suture. Changed to new one to complete surgery. There was no patient consequence reported.